Manufacturer narrative:
Concomitant medical products: 559453, lead, implanted: (B)(6) 2013; 8637-40, neuro pump, implanted: (B)(6) 2009; 8709sc, catheter, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to low pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.